Manufacturer narrative:
The device is not available for evaluation; a supplemental report will be submitted if the device becomes available for evaluation.

Event description:
It was reported that the cleo® 90 infusion set was leaking at the site resulting in a rise in blood glucose to greater than 400mg/dl requiring corrective bolus and multi dose insulin injection. The patient changed the site and the blood glucose levels have been "behaving much better" and have gone back to target range. No further information was provided.